Event description:
A customer reported a cartridge change error with their insulin pump. Blood glucose levels were not adversely impacted as they did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer through a series of checks and cleaning procedures and assisted in filling and loading a new cartridge. The customer successfully completed the load process and resumed insulin delivery.